Event description:
It was reported that during a shoulder prosthesis surgery a part of the drill broke off. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-9239, 4.5mm quick release drill with unknown batch number was received for investigation and the evaluation revealed that the drill is heavily damaged on the cutting edges (see evaluation pictures 3 - 5). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.